Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that around 11 pm on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result of ¿185 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin, which she self-adjusts. She reported that after obtaining the alleged inaccurate high result, she administered an increased dose of 28 units of lantus. She reported that about 7 hours later, around 6 am on (B)(6) 2018, she woke up feeling ¿sweaty and shaky¿. She indicated that she tested her blood glucose levels and obtained a result of ¿67 mg/dl¿. She stated that she took a ¿glass of orange juice and a spoon of peanut butter¿ to treat her symptoms. She denied using any other device to test her blood glucose levels. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweaty and shaky, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering increased insulin.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.